Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). E1: reporter phone #: n/a.

Event description:
It was reported the device was presented with a speaker malfunction error message. It is unknown if there was still sound coming from the device. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The philips field service engineer (fse) confirmed a speaker inop error message was displayed and there was still sound present. The fse arranged for a replacement device to be sent to the customer and the affected device was requested for evaluation at the philips factory. No additional information regarding the root cause for the reported issue and its resolution are available as the customer did not made the device available yet for further investigation. During investigation the reported problem turned out to be not reportable. A good faith effort attempt conducted confirmed there was still sound present. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.